Event description:
Customer reported that the time and date on his insulin pump keep changing. Customer was looking at his daily totals and the device has the wrong dates on some of the totals. He stated that the device has not done a restart and has not had any major alarms present in the history. Customer will have his doctor check the insulin pump and decide if it needs to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.